Event description:
It was reported that the t:lock became disconnected from the infusion set, and insulin leaked at the t:lock connection. Customer's blood glucose (bg) level was approximately 160 mg/dl. Reportedly, the customer inserted a new infusion set to resolve the issue and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.